Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle detached from the suture thread while on normal use of suturing lacerations. The needle was lost in the vaginal tissue during routine closure of laceration after birth. An x-ray was taken and a computed tomography (CT) scan showing needle positioned directly posterior to the distal rectum. The needle was not retrieved. Decision made by obstetrician (ob) and surgeon to leave the needle as the risk of retrieval outweighed the benefit.